Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) and complete heart block (chb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, the patient was on a prior regimen of aspirin and other antiplatelet medications. No loading doses were given the day of the index procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty (bav). No new conduction disturbance was noted post bav. The aortiv valve was treated with subsequent deployment of a 25 mm lotus edge valve. On the same day, post index procedure, the patient developed mobitz type 1 rhythm and lbbb. No action was taken to treat. Four days post index procedure, the patient was noted to have chb. Medication was given and a permanent dual chamber pacemaker was successfully implanted that day. The event did not lead to prolonged hospitalization. Five days post index procedure, the patient was discharged on aspirin. At the time of reporting, both events were considered resolved.